Manufacturer narrative:
A visual and dimensional inspections were performed on the returned guide wire. The returned analysis was unable to confirm actual polymer peeling but did identified a polymer brake/separation which caused the appearance of peeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the reported information and returned analysis there is an indication of a potential lot specific product quality issue due to polymer peeling and/or break/separations. The investigation determined the reported difficulties and noted polymer damages appear to be related to a potential product quality issue which likely resulted to the difficulty to remove. The noted bend on the guide wire likely occurred during packing for return analysis. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of the devices.

Manufacturer narrative:
The other armada 18 catheter referenced is being filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a procedure was performed to treat a lesion in the left superficial femoral artery. A command 18 guide wire was advanced with a 5x200 armada 18 percutaneous transluminal angioplasty (pta) catheter without resistance. The armada was inflated, and the balloon folds were bunched after deflation. The guide wire and pta faced resistance with each other during removal, so the devices were removed together. The polymer of the command guide wire was peeled. It was confirmed that no portion of the devices remain in the anatomy. An unspecified command guide wire and unspecified armada pta were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.